Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the bile duct for biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, the first flange was attempted to be deployed; however, it did not deploy. The stent was removed, and another axios stent was used to complete the procedure. No patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for biliary indication. Block h10: the axios stent and electrocautery enhanced delivery system stent were received for analysis. Visual inspection found that the stent was partially deployed on the delivery system. Functional inspection related to the deployment of the stent was performed by moving the control hub from position 2 to 4 without problems, and no resistance was felt. No other damages were noted with the stent or the delivery system. Based on the available information, the investigation concluded that the reported event of stent partially deployed is a known potential adverse event associated with the use of the device and is documented in the labeling (including both short- or long-term known complications or adverse reactions). Therefore, a review and analysis of all available information indicated that the most probable cause is known inherent risk of device. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the bile duct for biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, the first flange was attempted to be deployed; however, it did not deploy. The stent was removed, and another axios stent was used to complete the procedure. No patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for biliary indication. Block h11: the axios stent and electrocautery enhanced delivery system stent were received for analysis. Visual inspection found that the stent was partially deployed on the delivery system and there was a slight twist noted in the outer sheath. Functional inspection related to the deployment of the stent was performed by moving the control hub from position 2 to 4 without problems, and no resistance was felt. No other damages were noted with the stent or the delivery system. Based on the available information, the investigation concluded that the observed problem of slight twist in the outer sheath was most likely due to procedural factors such as lesion characteristics, the handling of the device, and the technique used by the physician during the procedure, that limited the performance of the device and contributed to the observed problem. Additionally, the reported event of stent partially deployed is a known potential adverse event associated with the use of the device and is documented in the labeling (including both short- or long-term known complications or adverse reactions). Therefore, a review and analysis of all available information indicated that the most probable cause is known inherent risk of device. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the IFU as possible adverse event associated with the use of the device.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for biliary indication.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the bile duct for biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, the first flange was attempted to be deployed; however, it did not deploy. The stent was removed, and another axios stent was used to complete the procedure. No patient complications reported as a result of this event.